Event description:
Customer was walking with her hd rollator down a ramp and fell down. She hit her left shoulder. Her friend was trying to help her up and hit her head. The customer just had knee replacement surgery. She is going to get an MRI to see if she tore her rotator cuff. She said it looked like the wheel cracked and snapped.